Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of air bubbles / air in line could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2420-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information provided.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had an air in line alarm. The following information was provided by the initial reporter: tubing 2420-0007 is frequently causing an error on our pumps. It says there is air in the line when there isn't any air and even if we change the pumps the error will still come up.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.